Event description:
This report pertains to two of two devices used during the same procedure. Associated manufacturer report # 3005099803-2013-07085 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was implanted (B)(6) 2010. According to the complainant, the patient experienced vaginal bleeding, nerve damage, vaginal scarring, painful urination, nocturia, recurrent urinary tract infections, vaginal pain, abdominal pain and pelvic pain as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.